Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to faulty component in the circuit board.

Event description:
The customer reported that his pump does not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Advised the customer to disconnect and revert to back up.